Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of for "failed the occlusion test". Upon triage on (B)(6) 2017, the service tech found the buzzer/audible alarm was not working.¿ the unit was triaged and the customer¿s reported condition was not confirmed. The no audible alarm condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the customer, the unit failed the occlusion test; it took five minutes to occlude. Upon triage on (B)(6) 2017, the service tech found the buzzer/audible alarm was not working.